Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high on bg meter (>600 mg/dl). The customer went to the emergency room and was hospitalized for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin. The high bg was reported as not being related to pump supplies, but to use error. No additional information regarding the use error was provided. At the time of the report, bg was 237 and dka was resolved. The customer had not yet been discharged. Although multiple attempts were made, the customer did not reply to provide the discharge date or additional information.